Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer had failed. The field service engineer (fse) found no failure icon on the screen, so fse asked the customer to log in and inventory medication, and confirmed the drawer was working fine. The fse inspected the drawer and found nothing wrong. Rails, latches, and plunger springs were checked, and everything was fine. Back in the application, the customer logged in and inventoried medication in the drawer with no failures. The customer verified and confirmed that the issue has been resolved. The system functioned as intended before the field service engineer troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.1 was failed and there was a clicking sound. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.